Event description:
The patient is being referred for a full revision due to high lead impedance. Implant card received noting that the patient received a full revision. The patient's explant facility is a no return site and is known to discard all explants. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: incorrect wording was inadvertently used for the event/problem description.

Event description:
Patient presented with high lead impedance and was referred for full revision (replacement of the lead and generator). Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.